Manufacturer narrative:
Reported event was unable to be confirmed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the information necessary to adequately investigate the event is not available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Device implanted unknown date in 1999. Concomitant medical products: unknown 58 mm elevated liner, unknown head, unknown zimmer cup. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision due to stem loosening and pain. The cup was well fixed.